Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that during implantation of a 4fr groshong catheter, there was nothing during priming, but during the procedure, a leak of saline was observed from a part of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed and was determined to be use-related. One fragment of a 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed the returned segment to be from the 50 cm depth marker to the 39 cm depth marker. A circumferentially aligned split was observed just distal of the 40 cm depth marker. A microscopic observation revealed the fracture surface to have striations as if from a sharp, bladed instrument. The fracture edges appeared sharp. Based on the observations of the split along the returned catheter, the complaint of a leaking catheter is confirmed and was determined to be caused by sharp instrument damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during implantation of a 4fr groshong catheter, there was nothing during priming, but during the procedure, a leak of saline was observed from a part of the catheter. No other information was provided.